Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that hemostasis was not achieved with perclose devices, resulting in manual compression to achieve hemostasis the number of patients and devices could not be provided. No additional information was provided.